Event description:
It was reported that the patient experienced would dehiscence. Reportedly, the wound continued to open with no fevers or chills. The wound did not heal on its and primary debridement was necessary. Eventually, the system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.